Event description:
On (B)(6) 2011 customer reported a small blood leak (>1ml) at the needle assembly of the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Service was initially dispatched. The customer later cancelled the service request indicating that they had fixed the issue. The customer indicated that they found a clog at the probe wipe. After they cleared the clog the leak was fixed.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).